Manufacturer narrative:
The biomedical engineer (bme) reported that they are seeing intermittent signal loss on the 9th floor on three of their central nurse's stations (cnss). They said that they have rebooted the cnss, and the issue persists. They said that some of the transmitters show intermittent signal loss, but not all of them. She said that the signal loss is happening on a mix of channels from low to high channel numbers. Nihon kohden technical support (tech support) advised them to reboot the orgs because they have not tried that yet. They stated that they would try that and see if it helps. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Multiple patient receiver(s) model: ni, sn: ni. Telemetry transmitter(s) model: ni, sn: ni.

Event description:
The biomedical engineer (bme) reported that they are seeing intermittent signal loss on the 9th floor on three of their central nurse's stations (cnss). They said that they have rebooted the cnss, and the issue persists. They said that some of the transmitters show intermittent signal loss, but not all of them. She said that the signal loss is happening on a mix of channels from low to high channel numbers. Nihon kohden technical support (tech support) advised them to reboot the orgs because they have not tried that yet. They stated that they would try that and see if it helps. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported they were seeing intermittent signal loss on the 9th floor on three of their central nurse's stations (cnss). They tried rebooting the cnss, but the issue persisted. Nihon kohden technical support (tech support) advised them to reboot the. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) suggested they reboot the org, which did not resolve the issue. The customer requested an onsite technician (see ticket (B)(4)). Follow-up attempts to the customer did not get answered. With the available information, a root cause cannot be determined. A review of the serial number history shows no recurrence of the reported issue.

Event description:
The biomedical engineer (bme) reported that they are seeing intermittent signal loss on the 9th floor on three of their central nurse's stations (cnss). They said that they have rebooted the cnss, and the issue persists. They said that some of the transmitters show intermittent signal loss, but not all of them. She said that the signal loss is happening on a mix of channels from low to high channel numbers. No patient harm was reported.